Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problem reported. The company service rep completed an inservice with the facility staff teaching them how to use the footswitch as a work around when the touchscreen freezes. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate two additional related complaints for touchscreen issues. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B)(4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "frozen touchscreen" (no display or display failure). The facility biomedical engineer reported a frozen touchscreen. There was no pt impact noted. No pt injury was reported.